Manufacturer narrative:
Technical support advised the user facility's biomedical engineer (biomed) to check the motor resistors and he found one bad (out of range). The biomed had a couple resistors on hand and will be performing the repair.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not working in recirculation mode. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.